Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported a case of peripheral corneal haze, observed on a pt's right eye at five months post photo refractive keratectomy (prk) treatment. Reporter indicated the pt was started on topical steroid eye drops with slow taper. Pt noted as stating "vision seems fine, and having no problems". Add'l info has been requested.